Event description:
Approximately 4 months post-implantation, the pt reportedly fell out of bed, hitting the implant site. Swelling was present at the site. One month later, an untreatable skin flap infection reportedly was diagnosed. The device was explanted in 2005. The pt was implanted in the contralateral ear in abouth 2 months later.